Manufacturer narrative:
Qn# (B)(4). The customer returned one 3 lumen catheter for investigation. Visual inspection of the catheter revealed signs of use in the form of biological material. No other defects or anomalies were identified. The catheter length from the juncture hub to the distal end measured 167mm, which is within the specification limits of 157mm-177mm per the catheter graphic. The catheter outer diameter measured 2.44mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion graphic. The catheter was leak tested by injecting water into each extension line using a 5ml syringe. The distal end of the catheter was occluded during testing to restrict flow. No leaks or air bubbles were observed. The catheter was tested for leaks per amrq-000071 (bs en iso 10555-1, annex c). This states, "apply a pressure of 300 kpa minimum. Maintain the pressure for 30 s. Examine the catheter/hub assembly, if present, and catheter tube for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." The proximal lumen was attached to the lab leak tester with the distal end of the catheter occluded and pressurized to 300 kpa for 30sec. No leaks were detected from the catheter during any of the testing performed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The reported complaint of extension line cracked could not be confirmed by the complaint investigation. The sample passed dimensional and functional testing. No cracks, tears or leaks were found. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for results of this complaint issue.

Event description:
The complaint is reported as: "nurse aspirated back from the white lumen and aspirated air pockets along with blood. This is unusual as you should not be able to aspirate air unless there is a split/crack somewhere along the line that allows air to be sucked into the lumen and subsequently aspirated into the syringe." No patient harm was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "nurse aspirated back from the white lumen and aspirated air pockets along with blood. This is unusual as you should not be able to aspirate air unless there is a split/crack somewhere along the line that allows air to be sucked into the lumen and subsequently aspirated into the syringe." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "nurse aspirated back from the white lumen and aspirated air pockets along with blood. This is unusual as you should not be able to aspirate air unless there is a split/crack somewhere along the line that allows air to be sucked into the lumen and subsequently aspirated into the syringe." No patient harm was reported. The patient's condition is reported as fine.